Event description:
Reported that the date and the time in the computer was incorrect and had to be reset manually via the keyboard. Additionally, the table could not be moved using the hand controls, the footswitch had to be used. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu memory battery was replaced to correct the date and time issue, and the hand controller was found to have broken wires and was also replaced. The system was tested and found to be working as intended and placed back into service.